Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor it was reported that the patient had a fall last week and wanted to adjust the unit. Patient wanted to increase the stimulation. Patient was walked through increasing stim and patient was able to. Patient stated falling on her back the other day and patient stated it was not working since then. Patient stated not having problems but felt like it was not working like it was. Patient reported not feeling stim and wanted to increase it. No further symptoms or complications reported/anticipated.